Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a battery performance alert (bpa) was confirmed in the device image. High current was observed in the device image. Longevity analysis found the battery depletion to be premature due to high current. Bpa was triggered due to rapid battery depletion caused by high current. High current was unable to be reproduced on the bench. The cause of the high current remains undetermined.

Event description:
This report is to advise of an event observed during analysis.